Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged black particles in the CPAP mask. Patient alleged tingling eyes. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.